Event description:
It was reported the bronchvideoscope had an error while applying electrical correction and the image was black. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection however the customer's reported malfunction was not reproduced. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.